Event description:
It was reported by the customer that the buttons on the insulin pump are malfunctioning. It was reported that the insulin pump was exposed to water. Customer's blood glucose level at the time 164mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found on the electronic assembly or motor. The insulin pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.